Event description:
It was reported the patient's ipg site is tender to touch and pressure. Her physician is treating her pain with lidoderm patches. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.